Event description:
It was reported that the right ventricular (rv) lead showed variable thresholds immediately post-operatively. Fluoroscopy revealed that the lead appeared to have lost slack and later that evening an electrocardiogram recorded intermittent loss of capture. The next day the patient returned to the lab and fluoroscopy showed that more slack had been lost. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).